Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2018-sep-04 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient fell at home on (B)(6) 2018 and experienced an increase in pain. The patient was admitted the hospital on the date of the fall, however the pump could not be interrogated as the hcp did not have access to a programmer. A manufacturer representative was paged to interrogate the pump. It was noted that the patient had not heard any pump alarms at the time of report, and no further complications were reported or anticipated.